Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "vacuum was too low" (aspiration issue). The surgeon reported the vacuum was too low. The aspiration was set at 500, but would only go to 145. Additional information received from the surgeon confirmed the problem reported. The I/a handpiece was switched out, with the problem continuing. The handpiece was flushed with no improvement. The surgeon stated that during the I/a manipulation of the cortex removal, a posterior capsule tear occurred. The anterior vitrectomy was performed manually with a syringe. The vitreous was noted at the time of implantation of the iol.

Manufacturer narrative:
The device name and product number have been added in the appropriate lines.

Event description:
It was reported that a revision surgery was required due to a broken nail.